Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 480 mg/dl and went up to 600 mg/dl. The customer was treated with manual injection. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The concomitant medical product has been added to this report.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.